Event description:
New information states that the device was removed for eri. There was no malfunction.

Manufacturer narrative:
Correction: manufacturing report 2938836-2020-08508, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott. The device was explanted for eri.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited possible premature discharge. The device was explanted.

Manufacturer narrative:
Correction for h10 in 2938836-2020-08508 follow-up 1: manufacturing report 2938836-2020-08508, should not have been reported as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The device was explanted for eri.